Manufacturer narrative:
Reported event: an event regarding revision involving an unknown 58 mm cluster titanium cup was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as device is not identified properly. Complaint history review: not performed as device is not identified properly. Conclusions: the exact cause of the event could not be determined because product is not properly identified and no further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2015 the patient underwent a left total hip arthroplasty with computer guided navigation. It is further alleged that the patient underwent a left hip revision on (B)(6) 2017 due to a fractured screw. (B)(6) 2021: update as per stryker legal: the shell, screw, liner and head were revised.